Manufacturer narrative:
The returned pacemaker was analyzed. Visual examination identified a hole in all four setscrew seal plugs. Next, the pacing, and sensing functions of the device were verified to be operating normally. A review of a stored device electrogram indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
The pacemaker was explanted for normal battery depletion approximately three years later with no further allegations and returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that at a two week post right ventricular (rv) lead implant interrogation, oversensing of noise was observed and three inappropriately stored tachycardia events were noted. The lead safety switch (lss) had also triggered for the rv lead due to low out of range impedance measurements. The noise was unable to be reproduce in the clinic and the impedance measurements were in range at 360 unipolar and 320 ohms bipolar. The patient did note that they were symptomatic. The patient was seen again in three months and the safety switch had retriggered. At that time the reprogrammed the sensitivity from 1.0 mv to 1.5 mv and turned off the lss. The clinic also performed aggressive isometrics and pocket manipulation with no noise or out of range impedances. Boston scientific technical services (ts) was consulted and discussed bringing the patient back to reset the lss and verify bipolar lead configuration. Ts also suggested that they may want to make the rv even less sensitive to ignore any noise. At this time the rv lead and pacemaker remain in service and no further information regarding any additional clinic visits have been noted. No adverse patient effects were reported.